Event description:
It was reported that the 0-degree endoscope exhibited a color/ darkness issue when tested. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a display issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the endoscope to perform failure analysis. The endoscope was analyzed and found to have no image on the left eye, missing camera instrument adapter (aea) retaining rings or screws, and scope bearing friction issues. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The root cause of this binding is associated to component susceptibility to increased friction. This complaint is a reportable event due to the following conclusion: failure analysis of the xi endoscope found a missing camera instrument adapter (aea) component. A missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.